Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the customer observed about 1 ounce of cleanser (clenz) underneath the coulter ac-t diff 2 hematology analyzer coming from the tubing below the red blood count (rbc) bath when the customer performed a shutdown cycle. The customer also reported the controls generated instrument non-numeric aperture alert flags on the white blood count (wbc) parameter (flag: (B)(4)). The customer was wearing a laboratory coat and gloves at the time the leak was discovered. There was no direct biohazard exposure to mucous membranes or open wounds. No one sought medical attention. No erroneous results were generated and no failure mode was identified which has the potential to cause erroneous results.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 and observed dried clenz on the sweep flow coil that may have occurred during shutdown, but the fse did not observe an active leak. Initially startups were elevated for platelets. The sweep flow was primed but seemed restricted and was removed. The fse then flushed the sweep flow with diluent, replaced, and startup passed. Incidental to the leak and to address the wbc flagging issue, the main analyzer board, wbc bath and count valve, check valves and tubing around the baths were replaced. The fse performed clog detection procedure, shutdown, startup, latex gain adjustment, ran qc and reproducibility, all passed within specifications. Failure mode: unknown, the fse did not observe an active leak. The fse resolved the unrelated wbc flagging issue by replacing numerous parts and making adjustments. Per product labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4)